Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two portions for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation from 36.4cm to 36.7cm and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing. The atrial lead was explanted and replaced. The patient was stable throughout.